Event description:
It was reported that slow flow occurred. The 70% stenosed target lesion was located in the proximal to mid right coronary artery (rca) distal. After a synergy xd was implanted, the distal rca had a slightly slow flow. Dilation with a 2.0 mm balloon was attempted, but it did not advance well in the synergy, so a guidezilla ii guide extension catheter was used as a backup. The guidezilla did not advance in the tortuous part of the mid rca and its use was stopped because it seemed like additional pushing would break the stent strut. A non-boston scientific guide extension catheter was able to cross, and the procedure was completed. No further complications were reported.